Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporter's phone number: (B)(6). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the trigger of the compact air drive device was locked. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Please note that the device availability section was inadvertently reported as jan 24, 2018 in the initial medwatch report. Please note that the correct date is jan 23, 2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The compact air drive device was evaluated and it was determined that the reverse locking mechanism of the device was blocked. It was noted that the reverse trigger was jammed and the cover sleeve was highly damaged. It was further determined that the device failed pretest for check the power with test bench, check triggers for forward / reverse mode, check for air leak, check reverse locking mechanism, and check attachment coupling with attachments. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.